Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that at the end of rehydration, the client found that there was a leakage at the puncture point, and when the catheter was slowly withdrawn for 4cm, there was still a leakage, and then the catheter was disconnected when it was decided to be withdrawn, and the tube was retained in the body for 29cm, and the part of the catheter withdrawn from outside the body was 14cm, and an interventional procedure was done to take out the tube that had been retained in the body. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed in the catheter tubing between the 14 cm and 15 cm depth markers. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed damage; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that at the end of rehydration, the client found that there was a leakage at the puncture point, and when the catheter was slowly withdrawn for 4cm, there was still a leakage, and then the catheter was disconnected when it was decided to be withdrawn, and the tube was retained in the body for 29cm, and the part of the catheter withdrawn from outside the body was 14cm, and an interventional procedure was done to take out the tube that had been retained in the body. No other information was provided.